Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. The last battery measurement was 2.65 volt on (B)(6) 2010 which is just before elective replacement indication which is 2.62 volt. The analyst noted that the device was implanted with the battery below minimum implant value and that at implant the battery was at maximum 2.78 volt.

Event description:
It was reported that since the device implant less than a year ago, the battery voltage has never been above 2.81v, and is currently at 2.65v. The clinician wanted to know why the device was already near elective replacement indicators (eri). The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that since the device implant less than a year ago, the battery voltage has never been above 2.81v, and is currently at 2.65v. The clinician wanted to know why the device was already near elective replacement indicators (eri). It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.